Event description:
The customer reported the device locked up during op check. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device locked up during op check. There was no reported pt involvement. A philips repair technician evaluated the device and did not confirm the failure. The processor pca was replaced for preventative maintenance. The device passed all performance assurance tests and was returned to the customer. Based on the customer's report, we will consider this to be a malfunction of the device. We cannot determine the cause, since the symptom was not duplicated. As of 03/11/2013, there have been no further calls for this unit related to the reported issue.